Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during explant of a recent trial system that patient experienced seizure during the trial. Diagnostics revealed low impedances on the lead. Therapy was on and system was providing effective therapy. Patient is stable and may elect to proceed with full system implant.